Event description:
The pt reportedly experienced sound quality issues, followed by loss of lock. External equipment has been exchanged and reprogramming has been done. However, the problem has not resolved. Surgery to explant the pt's device will be scheduled.